Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 10 mg/dl at the time of the incident. The customer was given glucose to treat the low. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. The caller stated the pump malfunctioned resulting in the hospitalization. The caller was unsure if the pump was calculating properly but they did not mention any alarms or issues with the pump. Troubleshooting was not completed. The customer suffered brain damage, requires total care, and is no longer using the pump. The insulin pump will not be returned for analysis.